Event description:
Boston scientific crm received information that this patient had experienced several episodes of syncope as a result of atrial noise being oversensed. The oversensing caused a disassociation between the atrium and ventricle. As a result, the sensitivity was increased. New information was received that this device and leads were removed due to infection.

Manufacturer narrative:
This device remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.